Manufacturer narrative:
The unit was received with unresponsive buttons due to a corroded keypad. There were no button error alarms. Analysis was unable to verify origin of black circle on screen due to unresponsive buttons. The unit had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, a minor scratched display window, and a missing end cap sticker.

Event description:
The customer called in to report a button error alarm, a black circle on the display, and a beeping. The customer's blood glucose level was 174 mg/dl. The customer received a replacement device and the product was returned for analysis.